Manufacturer narrative:
The tip remains in the patient. The remainder portion of the screw driver was not returned to pioneer surgical technology for inspection. According the information that was given there was no patient or user injury caused. The lot number of this instrument is unknown so therefore the DHR could not be evaluated. Tip in the patient. Driver not returned.

Event description:
During a posterior spinal fusion surgery the tip of the screw driver broke off while final tightening of the set screw. The tip was not able to be removed from the set screw since it had cold fused into the set screw drive pocket. Surgery was completed and there was no negative effect on the patient. This took place in (B)(6).